Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a heparin prefilled syringe. The customer reports injected into a port a cath. I had this port put in in 2007, but I had the first port was put in two months prior. Date of event is questionable. I have been very sick since I started using. Port test (blood work) six days in 2008, came back both times contaminated. I was rushed to the ER the following month and discharged four days later.

Manufacturer narrative:
Submit date: 07/23/2008. An investigation is currently underway. Upon completion, the results will be forwarded.